Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Patient had an MRI. When clinicians tried to reprogram to 100mm h2o, the valve was stuck on a lower setting of 30 or 40 mm h2o. Patient's condition was getting worse over several weeks, so surgeon had to schedule revision. Surgeon replaced valve with certas plus.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected: the pillar was dislodged from the stator, as well as 2 small cuts were noted in the silicone housing over the valve casing. The valve was dismantled and was examined under microscope at appropriate magnification: corrosion was noted around the pillar hole in the stator. The cam magnets were also controlled. The magnets failed. The polarity of the magnets was tested. The magnets were all on + failed. Review of the history device records confirmed the valve product code 82-3844 with lot chfbrt, conformed to the specifications when released to stock 30th may 2007. The root cause of the problem reported by the customer was due to abnormal polarization of chpv magnets this abnormal polarization was probably caused by magnetic fields. The chpv knockdown evaluation test was documented through dra. The risk associated with magnetic knockdown with chpv when exposed to 3t magnetic resonance imaging (MRI) was evaluated through health hazard evaluation. The root cause of the corrosion could not be clearly determined. The root cause for the cuts in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicon, this however could not be determined. As noted in the IFU silicone has a low cut/tear resistance. Investigation for the corrosion issue on hakim valves is being followed with CAPA. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.